Manufacturer narrative:
Concomitant medical devices: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturer representative reported he was at a complete removal because of infection at the implantable neurostimulator (ins) and lead. The infection was confirmed. Indication for use was reported as gastrointestinal/pelvic floor. No troubleshooting or cause was reported regarding this event. Follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that he tried to follow-up with the health care professional (hcp) to determine a cause but was unable to get any further information.